Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of above 700 mg/dl. Customer was hospitalized and intravenous insulin was administered to resolve the issue. Customer was released from hospitalization the following day. Customer suspected that the cause of elevated bg was due to insulin not being delivered; however, it could not be confirmed if the issue was with the non-tandem infusion set or due to an issue with the cartridge/pump.